Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for essure confirmation test." The patient's medical history included essential hypertension and human papilloma virus infection. Family history included diabetes mellitus and malignant large intestinal neoplasm nos. Concomitant products included bromhexine hydrochloride (bioxine), ferrous sulfate and megestrol. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("uti") and tooth loss ("dental problems/ enamal deteriorated, lost 4 teeth has dentures"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), paraesthesia ("tingling"), hypoaesthesia ("numbness of bilateral lower extremities"), restless legs syndrome ("restless leg"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and joint swelling ("joint swelling"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complication)"), 2 years 9 months after insertion of essure. In 2014, the patient experienced varicose vein ("varicose veins"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced anaemia ("anemia/ anemia-hemoglobin 7.7"). On (B)(6) 2018, the patient experienced pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced depression ("depression"), photodermatosis ("rashes or skin conditions type rashes photodermatosis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis sis"), uterine polyp ("endometrial polyps"), adnexa uteri cyst ("paratubal cysts"), rash ("rashes or skin conditions type rashes photodermatosis"), inflammation ("acute inflammation"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, photodermatosis, bladder disorder, urinary tract disorder, migraine, pelvic adhesions, endometriosis, adenomyosis, uterine polyp, adnexa uteri cyst, anaemia, tooth loss, paraesthesia, hypoaesthesia, restless legs syndrome, dyspareunia, uterine leiomyoma, vaginal discharge, alopecia, joint swelling, varicose vein, inflammation and abdominal pain outcome was unknown, the genital haemorrhage, dysmenorrhoea and rash had resolved and the headache and arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, alopecia, anaemia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, hypoaesthesia, inflammation, joint swelling, menorrhagia, migraine, paraesthesia, pelvic adhesions, pelvic pain, photodermatosis, pregnancy with contraceptive device, rash, restless legs syndrome, tooth loss, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage and varicose vein to be related to essure. The reporter commented: there were 3 coils seen on the patients right, and 4 coils seen on the patients left. Most recent follow-up information incorporated above includes: on 9-apr-2020: plaintiff fact sheet received. Reporter, patient demographics, family history and medical history were added. Updated event dental problems/ enamal deteriorated, lost 4 teeth has dentures (previously reported as dental problems). Event genital haemorrhage and pregnant with essure micro-insert was updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("pregnancy (with complication)") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for essure confirmation test". Concomitant products included bromhexine hydrochloride (bioxine), ferrous sulfate and megestrol. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("uti") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and joint swelling ("joint swelling"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 9 months after insertion of essure. In 2014, the patient experienced varicose vein ("varicose veins"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced anaemia ("anemia"). On (B)(6) 2018, the patient experienced pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced depression ("depression"), photodermatosis ("rashes or skin conditions type rashes photodermatosis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis sis"), uterine polyp ("endometrial polyps"), adnexa uteri cyst ("paratubal cysts"), paraesthesia ("tingling"), hypoaesthesia ("numbness of bilateral tubal ligation"), restless legs syndrome ("restless leg"), rash ("rashes or skin conditions type rashes photodermatosis"), inflammation ("acute inflammation"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, photodermatosis, bladder disorder, urinary tract disorder, migraine, pelvic adhesions, endometriosis, adenomyosis, uterine polyp, adnexa uteri cyst, anaemia, tooth disorder, paraesthesia, hypoaesthesia, dyspareunia, uterine leiomyoma, vaginal discharge, alopecia, joint swelling, varicose vein, inflammation and abdominal pain outcome was unknown, the genital haemorrhage, dysmenorrhoea and rash had resolved and the headache and arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, alopecia, anaemia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, hypoaesthesia, inflammation, joint swelling, menorrhagia, migraine, paraesthesia, pelvic adhesions, pelvic pain, photodermatosis, pregnancy with contraceptive device, rash, restless legs syndrome, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage and varicose vein to be related to essure. The reporter commented: there were 3 coils seen on the patients right, and 4 coils seen on the patients left. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet- events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), uti, depression, rashes or skin conditions type, bladder or urinary problems or changes, migraines / headaches, pelvic adhesions; endometriosis, adenomyosis sis, endometrial polyps; paratubal cysts, blood or heart disorder/condition type: anemia, dental problems, tingling and numbness of bilateral tubal ligation; restless leg syndrome, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer, type: uterine fibroid, pain, vaginal discharge, hair loss, joint swelling, varicose veins were added. Event injury was deleted and case category was changed from device other event to incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.